Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. It was unknown if the patient was hospitalized. On the same day as the event onset, the patient started treatment with reflin (1g; route, frequency, and duration not reported), tobramycin (40mg; route, frequency, and duration not reported), heparin (0.5ml; route, frequency, and duration not reported), and fortum (1g; route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy and patient outcome were unknown. No additional information is available.